Event description:
It was reported that during an implant procedure, the physician was having difficulty placing the right ventricular (rv) lead and had to reposition it three times. The lead was not sensing when the analyzer cables were hooked up to it, both with and without the connector tool attached. The physician also complained about the overall lead design. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.